Event description:
Pt data: age - (B)(6), height - unk. Implanted: (B)(6) 2009. Explanted: (B)(6) 2011. Explanted. Bone healed. Pt kept explant. Implant removed because of wound drainage where lateral edge of implant was in soft tissue. No lateral bone screw was used and device not properly placed. Device was explanted on (B)(6) 2011. The implant was not returned to sonoma for analysis as the pt kept the device. This was reported by the sales rep and not presented by the doctor.